Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Pae was detected during estimation. Device in scope is a demo sent from customer to olympus italia on (B)(6) 2023 and then to rrc ompp to perform annual inspection. Customer is sige school, demo remained at customer facility from (B)(6) 2023 to (B)(6) 2023, demo never used on human in this timeframe. Device reprocessed before return to olympus. During inspection at rrc, foreign material inside the a/w cylinder (metal part) has been found. Unable to confirm the type or origin of the material.

Manufacturer narrative:
The device was returned to the olympus service center for annual inspection process, foreign material inside the air/water cylinder (metal part) was observed, likely due to insufficient reprocessing. Additionally, the bending section cover adhesive was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.